Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry on 04/30/2015 stating: patient admitted with ascending power cord infection. Wound culture positive. Pump exchanged.

Manufacturer narrative:
Depositions of denatured blood were identified during the evaluation of the returned pump. The pump was returned assembled with the percutaneous lead (lead) cut approximately 4¿ from the pump housing and the distal portion of the lead was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the outflow elbow revealed no evidence of developed depositions or thrombus formations. The examination of the pump upon disassembly revealed depositions of denatured blood along the edges of the rotor¿s blades. Similar depositions were found at the distal end of the rotor. Although a specific cause for the development of the observed depositions could not conclusively be determined through this evaluation, if they were present during support, these depositions could have prevented the rotor from rotating properly within the blood tube, thus contributing to the report of hemolysis. Upon removal of the observed depositions, the pump was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt received a pump exchange due to hemolysis.